Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak. During the procedure, a hole in the tubing was found and the device was completely empty. There was no patient complications. No further information was provided.